Event description:
Procedure type: lobectomy. According to the reporter: the device reload was applied across the lobar bronchus. All appeared to be fine, and the procedure was completed. The pt began having trouble that night, and was brought back into the operating room for what was apparent bleeding. Upon further inspection, it was discovered that there was bleeding from the staple line applied to the lobar bronchus. This was the surgeon's second incident just like this within a 3 week span. The pt required re-operation the next day for bleeding from/around the bronchial stump; however, there were no air leaks.

Manufacturer narrative:
(B)(4).